Event description:
During the initial implant procedure, low pacing impedance was observed on the right atrial (ra) lead. Upon examination, a kink proximal to the suture sleeve was noted on the ra lead. The cause of the event was unknown. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing lead impedance and a kink was observed proximal to the suture sleeve were confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination showed that the lead body was compressed and both inner and outer insulations were damaged at the proximal region of the lead consistent with procedural damage. Electrical testing was performed and found conductor shorts in this region. The cause of the reported event of a kink was observed proximal to the suture sleeve was consistent with procedure related damage which could have cause the low pacing lead impedance observed at the time of the procedure.